Event description:
It was reported that the implantable cardiac monitor (icm) device showed paused episodes that was deemed as undersensing due to temporary loss of contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).